Event description:
The facility reports that a nurse inserted an i.v. Catheter. She thought that she heard it click. She set the needleguard housing down. She was collecting her supplies to dispose of them and stuck herself.